Event description:
Implant failed due to an implant fracture at placement. The initial report did not have the correct event type and codes documented. The correct event type and codes are provided in this follow-up report.

Event description:
Implant failed due to fracture at/after delivery.